Manufacturer narrative:
Visual inspection, deice history review, complaint history review, risk assessment. The tip of the returned trial handles were fractured. No relevant manufacturing issues found upon manufacturing history review. The plausible root causes for the reported event are normal wear and tear and user error.

Event description:
It was reported that due to severe sacral tilt, surgeon struggled trialing at l5-s1. Two trial tips were broken and one tip remained inside the trial itself.

Event description:
It was reported that due to severe sacral tilt, surgeon struggled trialing at l5-s1. Two trial tips were broken and one tip remained inside the trial itself.